Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 45 mg/dl. The customer was treated with food. The customer reported drive support cap to appear normal. The customer was wearing the insulin pump during the hospitalization. The customer mentioned possible over delivery anomaly. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with the operating currents within specification, and passed the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump passed the delivery accuracy test. The pump was programmed with multiple boluses and was monitored. All boluses delivered properly and were listed in the bolus history screen. The pump was then was programmed with multiple basal profiles and was monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. The units left at the pump display matched properly the units left at the test reservoir. No delivery anomaly, bolus anomaly, basal anomaly, or over delivery anomaly was noted during testing. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.